Event description:
The product stops working and needs to be replaced. No patient harm. New product was opened to complete the case. Manufacturer response for implantable generator inspire, (brand not provided) (per site reporter). Rep dropped off a no charge replacement and picked up the defective unit.